Event description:
This report is being submitted in relation to uf medwatch report, which was found on the maude database on 11/15/07. The event description states the following: "dissection of left internal carotid artery by guidewire during procedure in interventional radiology." Unfortunately, the maude event report did not include any info about the user facility or the reporter. Therefore, the user facility could not be contacted to request additional info.

Manufacturer narrative:
The user facility did not report any damage / shearing of the coating or malfunction of the guidewire during use. Due to the lack of info about the user facility or the reporter, the failure investigation was limited to assessment of info provided in the maude database and eval of sample from the reported lot number. A review of the complaint files confirmed that this event has not been reported to the MFR previously. Eval of a reserve sample from the reported lot confirmed there were no abnormalities. A review of the device history record indicated that there were no production related problems. A review of the complaint files confirmed that this lot number has not been reported previously. Based upon the info that has been provided, there is no evidence that indicates this event was related to a defect or malfunction of the guidewire device. The warnings / precautions section of the instructions-for- use addresses the potential for vessel damage by statements such as the following: "manipulate the glidewire slowly and carefully in the vessel while confirming the behavior and location of the wire's tip under fluoroscopy. Excessive manipulation of the glidewire without fluoroscopic confirmation may result in vessel perforation."; and "if any resistance is felt, the behavior and/or position of the wire's tip seems improper, the wire is kinked, or vessel spasm is suspected, stop manipulating the wire and/or the catheter and determine the cause carefully by fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the guidewire's tip, damage to the catheter, or damage to the vessel." All available info has been placed on file in qa at the mfg facility for appropriate tracking, trending, and follow up.